Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: possible complications associated with tissue expansion surgery are listed below. Possible complications, risks, and alternative procedures should be discussed with the patient prior to the decision to proceed with surgery. Other potential complications such as infection, poor reaction to medication/surgical procedure, hematoma, nerve damage or irritation, thrombosis of blood vessels, hypertrophic scarring, inappropriate scar location, and those other risks associated with all surgical procedures, including temporary or permanent anesthesia or hyperesthesia, are not addressed here but should be discussed with the patient. Temporary device -- the cuitm tissue expander is a temporary device and is not intended for long term or permanent implantation. The tissue expander should be removed once adequate tissue has been developed as extended periods of implantation increase the likelihood of spontaneous deflation. Tissue expanders are typically implanted for less than 90 days. Deflation of tissue expanders -- deflation of the expansion envelope is possible at any time and the containment of the saline cannot be guaranteed by allergan. If leakage is suspected, the device should be removed. The patient should be informed of the deflation potential of the device prior to the decision to proceed with surgery. Wrinkling and/or creasing of the expansion envelope is inherent to the intended use of this device and may result in weakening and deflation of the expansion envelope, especially when left underfilled for a prolonged period of time. Openings in the envelope along crease lines have been observed. Saline leakage through the valve has been observed. Strict adherence to our instructions for use will help minimize such occurrences. For devices with posterior fill valves, do not store expander with fill tube in place as fill tube may form a track within the valve channel. Leakage can also occur through the injection port or connecting tubing. Leakage of unknown etiology has also been reported.

Event description:
Healthcare professional reported a right-side deflation. Additionally, the physician implanted a style fzv versafil round cui tissue expander in the patient which remained for over 8 years. The device remains implanted.